Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. After discussion with the physician, the motor stall had been estimated to have occurred about a month prior. The company representative was not aware of the motor stall until the day of the case ((B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving fentanyl 100mcg/ml at 2 8mcg/day via an implantable pump. The indications for use were not reported. A motor stall was reported. The patient reported hearing an alarm and the physician determined following interrogation that a motor stall had occurred. There were no enviromental, external or patient factors that may have led or contributed to the issue. The pump was replaced. There were no reported patient symptoms and the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications reported or anticipated.